Event description:
It was reported that insulation damage was discovered on the right ventricular (rv) lead during the pacemaker changeout. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: 4568-45 lead was implanted (B)(6) 1999. If information is provided in the future, a supplemental report will be issued.